Manufacturer narrative:
Siemens filed MDR 1219913-2021-00183 initial report on 03/11/2021 and MDR 1219913-2021-00183 supplemental 1 report on 04/02/2021. Additional information - 04/29/2021. Siemens concluded investigation for this event. A customer obtained multiple samples to be reactive with atellica im sars-cov-2 total (cov2t) lot 007 but non-reactive with an alternate method and pcr. The patient symptomology was not provided. The draw dates and testing were performed within days of each other. According to the summary and explanation section of the instructions for use, "production of antibodies to the virus (such as igm and igg) occur within 15 days in most patients, and seroconversion can be coincident with the continued detection of viral rna". Therefore, in blood samples collected <14 days from the initial positive pcr, a patient may not have developed antibodies. There is no an expectation the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Based on the information provided, no product problem was identified. No further action is needed. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2021-00185 supplemental 2 was filed for results obtained on (B)(6) 2021 using instrument im00682.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00183 initial report on 03/11/2021. Additional information - 03/11/2021. The customer provided the following information in response to siemens' questions: the pcr test was from a swab sample. The alternate method testing was performed using the same serum sample tubes used that generated the discordant atellica im sars-cov-2 total (cov2t) results. Instrument hardware troubleshooting was not performed. There were no visible pre-analytical issues with the samples that produced signal shape errors during the customer troubleshooting study. No other testing of these study samples was performed. Siemens continues to investigate. MDR 1219913-2021-00185 supplemental 1 report was filed for results obtained on (B)(6) 2021 using instrument im00682.

Manufacturer narrative:
The customer stated that quality control (qc) results were acceptable and specimen tube type was bd vacutainer sst ii advance. The customer performed troubleshooting. Six (6) samples were retrieved that were previously tested and had resulted as negative with atellica im cov2t lot 004 (instrument im00686). These samples were considered correct and results reported at the time. For troubleshooting of this event, the customer tested these samples across 2 days on 2 atellica im instruments using the same reagent pack of lot 007. Calibration and qc was within acceptable limits for all testing. The troubleshooting results obtained were variable; results for the first run using instrument # im00686 were reactive for 5 samples and nonreactive for 1 sample, results using the other instrument #im00682 were nonreactive for 5 samples and a signal shape error was obtained for 1 sample and results for the second run using instrument # im00686 were reactive for 3 samples and nonreactive for 3 samples. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes". A false positive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation and management primarily consists of supportive care. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2021-00185 was filed for results obtained on (B)(6) 2021 using instrument im00682.

Event description:
A customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results for 3 patient samples that were considered discordant when compared to the nonreactive (negative) results of an alternate method. The discordant results were not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.